Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and four months post implant of this 16 mm pulmonary bioprosthetic valved conduit implanted in a two year old pediatric patient, the valve portion of the conduit was removed and replaced with a valve of a larger size. The posterior portion of the conduit remains implanted. The reason for replacement was due to calcification, a tissue tear, severe stenosis and severe regurgitation. No additional adverse patient effects were reported.